Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain.

Event description:
Update jun 11, 2017: legal medical records received. After review of medical records for MDR reportability it was that the patient was revised to address metallosis. On the revision notes, it was mentioned that the patient had viscous yellow fluid in the right hip consistent with metallosis. She had superficial trunnion wear on the femoral stem. Secondary to the osteotomy around the rim, there was some bony damage, most notably superiorly and posteriorly. The acetabular shell and femoral stem were stable with good ingrowth. Op notes also mention that x-rays reveal solidly implanted and ingrown metal-on-metal total hip arthroplasty. There were no laboratory values provided. The sticker sheet received does not contain the patient's implant information. Stem is now being added for the reported trunnion wear. Added complainant information. This complaint was updated on: jun 22, 2017.

Manufacturer narrative:
Patient was revised to address pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.